Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received reliability laboratory technician, (B)(4). No complaint was received with return of the device. Failure (event) observed during analysis. Final analysis found that the insulation was abraded at 27.4 cm to 27.9 cm from the connector pin due to clavicular crush damage.

Event description:
This report is to advise of an event observed during analysis.